Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a broken lower auxiliary flex. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.